Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to leaking refrigerator liquid to the propylene glycol. The cooling engine (ce) needs to be replaced to address the problem. The thermogard xp ivtm system was manufactured in 2012 and is 7 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system failed functional testing due to tcmid:06 (ce post failure) error message. Upon further testing, noticed oily substance mixed in propylene glycol, caused due to leaking refrigerator liquid. In addition, noticed evident pressure leak. In such situation, refrigeration process does not work. The cooling engine (ce) needs to be replaced as a corrective action. The event log review showed occurrence of tcmid:06 on the reported complaint date. Upon customer approval, service will be performed and the thermogard xp ivtm system will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. The patient treatment was continued using another ivtm system. No further information was provided and no patient consequence was reported.